Manufacturer narrative:
A supplemental MDR is being submitted for the correction of patient's date of birth. The section of this report has been updated (a2) date of birth.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, there was no allegation or indication a device malfunction contributed to this adverse event or the subsequent patient death. The exact cause of the annular rupture and dissection cannot be confirmed. However, in combination of the patient¿s advanced age (B)(6) and the mechanism described above may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through our (B)(6) affiliate, the patient expired from a complication of an annular rupture and aortic dissection during a transfemoral deployment of a 26mm sapien 3 valve. As reported the patient became hemodynamically unstable. An echo (tte) confirmed a ¿massive¿ pericardial effusion which lead to cardiac tamponade. A pericardiocentesis was performed. The condition of the patient did not improve as the bleeding continued. A decision was made to stop resuscitation per patient¿s request in case of complication. Subsequently, the patient expired. Per report, the ¿massive¿ pericardial effusion was due to a possible rupture of the annulus with an aortic dissection; however, a definitive diagnosis was not given. The cause of death was suspected as rupture of the annulus with an aortic dissection during valve deployment. The patient¿s native annulus measured 506mm2 with mild annular calcification.